Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump. It was reported that the patient had redness and itching at pump site with a headache, and generally feeling unwell. The patient presented to the emergency department; the ed physician reported low grade fever, headache, chills, and pain all over. The pump and catheter were explanted with wound debridement. Meningitis was noted. The patient was then transferred from hospital to skilled nursing facility.

Manufacturer narrative:
Continuation of d10: product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2026: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.